Manufacturer narrative:
Related reports-patient identifier: (B)(6). The lot number of the pack used in the reported event was not provided, therefore, the review of the manufacturing lot records could not be performed. The pack was disposed by the facility. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that the patient had severe reaction in the left eye. Fibrous tissue in the anterior chamber(ac)and vitreous were observed and the film was hardly seen on first postoperative day. The surgeon immediately treated the patient with intravitreal injection of antibiotic and steroid. The prognosis was reported as "fully recovered". According to the surgeon, allergic reaction to foreign body or material introduced into the eye during surgery was the likely cause of the event.